Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established because the reason for the alleged observation(s) could not be determined. At this point, it can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this right atrial (ra) lead was scheduled for explant, however, the procedure was cancelled for unknown reason. As of this time, this ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was scheduled for explant, however, the procedure was cancelled for unknown reason. As of this time, this ra lead remains in service. No additional adverse patient effects were reported.